Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed interaction between hospital equipment and the minute ventilation sensor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was undergoing a non-device related procedure. The patient's rate increased to 130 beats per minute (bpm) when connected to a telemetry unit. When minute ventilation was reprogrammed the patient's rate decreased. No adverse patient effects were reported.